Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
Philips received notification from a user facility that a delay in the ability to mark exams as read in isite pacs was not directly related but may have contributed to a patient death. On (B)(6) 2013, the user facility radiologist was unable to mark exams as read, which could possibly have decreased the length of the worklist. It was stated by a representative of the user facility that the radiologist had over four pages of exams to read. The radiologist was working on reading exams from the work list in alphabetical order where isite pacs is set-up to display study date by default. The patient's study was acquired at approximately 3 pm on (B)(6). The patient's last name started with the letter "(B)(6)", it was near the bottom of the list and was not reviewed that day. On (B)(6) 2013, the exam was read by a different radiologist. It was reported that the patient's death was approximately a week later.